Event description:
The customer reported an invalid result of one sample when testing with erytype s abd+rev a1,b on tango optimo. Forward testing of the specimen was bloodgroup ab and reverse typing was bloodgroup a. That same specimen was retested on tango optimo and correctly interpreted as bloodgroup a. The customer did return the sample that had caused a false positive test result, but none of the supposedly defective product was returned. Testing of the retained erytype s abd+reva1,b sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported an invalid result of one sample when testing with erytype s abd+rev a1,b on tango optimo. Forward testing of the specimen was bloodgroup ab and reverse typing was bloodgroup a. That same specimen was retested on tango optimo and correctly interpreted as bloodgroup a. The customer did return the sample that had caused a false positive test result, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s abd+rev.a1. The forward testing yielded the correct result bloodgroup a. The retained sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.